Manufacturer narrative:
Olympus followed up with the user facility to obtain add'l info regarding this report, but with no result. Olympus checked the subject device and found the error02 was displayed at the front panel and no output provided. After changing the oscillation board of the device, the subject device worked properly. The cause of the error was identified as the defect of the board. Olympus also checked the manufacture history of the subject device, there was no irregularity found. The source of the damage of the board likely was operating the device beyond recommended energy delivery interval. The ues-40 instructions for use advises users, "caution: the maximum output time should be 10 seconds and there should be an interval of 30 seconds between outputs. There was no info which the subject device was related with the pt injury because the date of occurrence of the error had not been received. Ues-40 has a function that the error02 displays at the front panel and output stops when the board has fault and intended output is not provided. Therefore, olympus considered that normal output had been provided during the procedure until error02 was displayed. The exact cause of the pt injury could not be conclusively determined, however, common complication of tur procedure cannot be ruled out as a contributory factor. If further significant add'l info is obtained, this report will be updated. This report is being submitted as a medical device report in an abundance of caution. Cross-reference MFR. Report# 8010047-2013-00098, 00099, 00100 and 00101 for other related reports.

Event description:
Olympus was informed an incident using the ues-40 from a facility in spain that stated, "after an endoscopic resection of a papillary lesion of the prostatic urethra and both prostate lobes, the pt developed urinary retention in the post-operative period and during the following weeks, with a subsequent diagnosis of severe stricture of the entire length of the urethra, with abundant foci of fibrinoid necrosis in the urethra and mucosal inflammation in the bladder. Consequences for the pt: the pt has required multiple catheterizations for urine drainage from the lower urinary tract due to urethral stricture. Due to the presence of a prostate tumour, the pt has required radical cystoprostatectomy with urinary diversion (B)(6)".